Event description:
It was reported that the right ventricular (rv) lead exhibited no capture in both unipolar and bipolar polarities, even when tested at maximum output of 8 volts. It was further reported that the rv lead displayed undersensing in bipolar configuration, resulting in ventricular pacing for which no capture was noted. The device was tested in unipolar configuration and normal sensing was noted. The device was programmed to unipolar sensing configuration. Further testing indicated that the lead had perforated the heart. Open heart surgery was required to remove the lead, and a new rv lead was implanted the following day, with adequate pacing and sensing observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent; visual summary analysis of the lead indicated apparent explant damage. (B)(4).